Event description:
(B)(4):dealer states the chair is stuck in the tilt back position.dealer states the tilt actuator will not reverse polarity from the controller. Dealer needs new controller per tech (B)(4)